Event description:
It was reported that the user experienced intermittent signal loss where dexcom g7 glucose readings appeared on the dexcom app but not on the ilet, consistent with a communication issue between the cgm and pump. Symptoms included no clinical symptoms. Outcomes included no reported impact to health. Investigation included remote troubleshooting and education, including confirming bluetooth functionality, toggling the dexcom sensor type, and re-pairing the ilet with the cgm, after which readings resumed on the ilet. Investigation of this case revealed a temporary communication disruption between the ilet and the dexcom g7, with device function restored following re-pairing, which is consistent with prior reports of intermittent connectivity. It was concluded, based on previously established findings for similar reports, that the cause was user-device connection loss related to bluetooth communication that resolved with standard re-pairing procedures.